Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt complained of dark shadows. The surgeon advised performing a capsulotomy by yag for significant capsular haze, but the pt cancelled. An examination of the pt's retina was normal. The surgeon also indicated the pt had an excellent outcome and he does not believe the iol caused or contributed to this event.